Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had low blood glucose (bg) levels. The customer did not know the exact value for 10/3/16. During the call bg's were (40 mg/dl) earlier in the morning of (B)(6) 2016. The customer took glucose tablets to stabilize bg level. The customer stated it is normal to experience low bg's based of her diabetes. The customer declined to troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.